Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of a tampon upon removal leaving the tampon inside. She was able to manually remove the tampon and did not seek medical attention.